Manufacturer narrative:
Analysis of the instrument data indicate that there are no known causes for the discordant positive stat troponin result compared to another troponin assay method. The instrument is performing within specs. No further eval of the device is required.

Event description:
A discordant positive immulite 2500 stat troponin assay result was obtained on a pt sample when compared to another troponin assay method that was negative. The customer performed repeat immulite 2500 troponin testing and the results were positive. The customer also performed a 1:3 sample dilution and obtained a na result on another immulite 2500 system. The customer reported a negative troponin result to the physician. Pt treatment was not altered and there was no report of adverse health consequences due to the positive stat troponin assay result.